Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements measuring, greater than 200 ohms. Technical services recommended to bring the patient in for further evaluation and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.